Event description:
The customer was hospitalized with dka. After admission, the batteries were removed from the pump. The bolus history was intact. The customer indicated that no alarms ever occurred on pump. The customer mentioned that they did not check basal rates in sometime. It was unknown if the set was occluded. Since it was removed and not examined. The customer also called to set the basal rates on the replacement pump. Bgs were treated. The customer was on manual injections at the time of call.